Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the evis exera iii video system center on/off button was stuck and could not be pressed. The issue occurred during an unidentified, diagnostic procedure. There were no reports of patient harm or impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: video connector socket is worn and loose. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the power switch could not be pressed" was caused by it was broken due to fatigues caused by repeated operations or damage caused by strong impact from the outside. Olympus will continue to monitor field performance for this device.